Event description:
It was reported that two implants pressed on the ID nerve, causing numbness and pain. As a result, the implants were removed seven weeks after implant. F/u with the complainant indicates that the symptoms improved and the pain resolved, though some numbness was still present.

Manufacturer narrative:
There is no indication that the implant involved malfunctioned. However, this event meets the criteria for reportability per 21 cfr part 803, due to the fact that intervention was required and because of the possibility that permanent impairment of body function resulted. The device was returned, evaluated for dimensional properties, and found to be in spec.